Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 64 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad) and renal insufficiency. The patient underwent impella 5.5 placement in the operating room, and a jp drain was placed, which demonstrated ongoing drainage. The patient received 1 unit of packed red blood cells (prbcs). The anticoagulation level was found to be high, prompting the care team to stop heparin, after which the bleeding stopped. Heparin was later restarted at a lower dose. The patient remained on support. The reported major bleed requiring blood transfusion and hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The bleeding was resolved with standard intervention.

Manufacturer narrative:
Major bleed/access site adverse event: the cause of major bleed/access site adverse event was most likely use related since the clinical team confirmed the bleeding was resolved after stopping heparin.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Updated information: b2 selected death and added date of death. H1 changed to death. H6 impact code added f02.